Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. Post-procedure, the patient reported "butt pain" and subsequently the device was completely removed on (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.